Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient fell recently and they think that leads are out of place. The patient is holding their hands over the exact same spot and screaming in pain for days and days. The caller took the patient to the ER and they did an x ray of the back and spine and everything looked good and the blood work was fine, but the patient is still in really bad pain. The pain is getting worse and the patient has not been eating or drinking and has been curled up in the fetal position for hours at a time. Caller confirmed that they therapy is turned off. Caller asked for a manufacturer rep to come out. Reviewed rep role and process. Provided nas number for hcp. Reviewed if stim is off there is no output from the device. The issue was not resol ved through troubleshooting. The caller was redirected to the patient's health care provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2z2ly serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4) b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.